Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device blade jammed and the surgeon was unable to get the device to work again. The site reported that the blade appears to be exposed outside the jaws of the instrument. No further info was available from the site. There was no pt injury.